Event description:
Verbal information was received stating that the ventilator generated an apnea alarm while it was connected to a patient. There is an alleged damage to the patient but further information is not available at this time. (B)(4).

Manufacturer narrative:
The hospital has at the moment not released any further information surrounding the event despite attempts to obtain it. This includes the date of the event and the reported "damage" to the patient. A supplemental report will be sent when the investigation is completed. (B)(4).